Event description:
Via telephone, it was reported that when flushing the catheter with saline using our drainage line the valve popped off the catheter.  Dr. Needed to remove catheter from patient. On (B)(6) 2014, writer received the following information as provided by the physician: patient with metastatic breast ca, had bilateral indwelling pleural catheter (ipc) placed in (B)(6).  Came to unc breast group for second opinion, admitted from clinic with bilateral non-functioning ipc.  Left found to be pleurodeses. Right clogged. Tried flushing the clogged side with sterile saline, valve popped off while attempting to flush. No saline went in, it was like hitting a brick wall.  There was no pumping; didn¿t get a chance.  Pushing fairly hard, not with all his strength.  Clog likely throughout. The physician didn't think anything patient related could have loosened the bond. Placed clamp on catheter.  Patient ultimately transitioned to hospice 24 hours later, and both were pulled. On (B)(6) 2014, via telephone, the account's sales representative (B)(6) confirmed that the lot number is unknown. The catheters were placed approximately two months ago (exact date unknown). There was no patient injury, only that the catheters were removed.

Manufacturer narrative:
(B)(4)-one (1) sample was submitted for evaluation. A review of all methods and personnel used in the assembly of the device did not identify any issues that may have contributed to the reported patient condition. Consequently, the investigation determined no contribution of manufacturing personnel to the reported patient condition exists. A thorough review of applicable manufacturing procedures and quality inspection plans did not identify any issues that may have contributed to the reported failure mode. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Consequently, the investigation determined no contribution of the manufacturing processes to the reported failure mode exists. A review of all materials used in the assembly of the catheter device could not be performed without a lot number being provided. A probable root cause could not be determined.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch will be submitted.